Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery (iia) using a pod detachment handle (handle) and a pod6. During the procedure, the physician successfully placed the pod6 in the target vessel; however, was unable to detach the coil using the handle. A new handle was used to successfully detach the pod6, and the procedure was then completed using additional coils and the same new handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The following section is being updated based on additional information provided by the distributor on 03/28/2019: describe event or problem. This report is associated with MFR report number: 3005168196-2019-00147.

Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery (iia) using a penumbra coil 400 detachment handle (handle) and a pod6. During the procedure, the physician successfully placed the pod6 in the target vessel; however, was unable to detach the coil using the handle. A new handle was used to successfully detach the pod6, and the procedure was then completed using additional coils and the same new handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the follow-up MFR report #1 and is being corrected on this follow-up MFR report#2: section b. Box 5. Describe event or problem. This report is associated with MFR report number: 3005168196-2019-00147.

Manufacturer narrative:
Results: there was no visible damage to the handle. The handle was attempted to be functionally tested using a handle fixture (an3277 / fx2817) for pull force and throw distance. However, the handle did not seat properly on the fixture. The nose cone was removed to evaluate the issue and it was noticed that the nose cone was damaged . The inner diameter (ID) of the nose cone has a specification of 0.018¿ +0.000¿/-0.002¿. Pin gauges were used to measure the ID and a 0.020¿ pin gauge was able to advance through. A demonstration handle was used as reference for where the nose cone should be seated on the fixture. There was a damaged nose cone seated on the fixture. Conclusion: evaluation of the returned handle revealed a damaged device. The ID of the nose cone was larger than specification. If a pusher assembly is forcefully seated inside the nose cone, it may bore the ID of the nose cone hole open. This is further supported by the shaved material on the inner side of the nose cone hole. This damage likely prevented the handle from seating properly, contributing to the reported failure to detach. Penumbra handles are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00147.

Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery (iia) using a pod detachment handle (handle) and a pod coil. During the procedure, the physician successfully placed the pod coil in the target vessel; however, was unable to detach the coil using the handle. A new handle was used to successfully detach the coil, and the procedure was then completed using additional coils and the new handle. There was no report of an adverse effect to the patient.